Event description:
Pump declared a cartridge change error. Customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. Customer was guided to inspect and clean pump components, ensure proper cartridge attachment, and follow on-screen instructions, but was unable to successfully load the cartridge. Customer was referred for escalated troubleshooting.